Manufacturer narrative:
The device was returned with cracks in the housing and severe corrosion on the internal components of the device. The fluid path was tested and found to not allow fluid to pass through. The data could not be extracted from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 15.2 mmol/l (274 mg/dl) after wearing the pod between 4 and 24 hours on the back. She also reported there was an occlusion alarm and that the outer shell was damaged.